Manufacturer narrative:
Block b3: exact date unknown, event occurred several months from the date the manufacturer was made aware.

Event description:
It was reported that had charging issues and the ipg will not turn on which caused decrease in pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02, sn: (B)(6). The returned ipg was analyzed, and a review of the charging log showed a low charge current (indicative of sub-optimal charging). This resulted in a low battery voltage as well as the thermistor being triggered. These were known factors which may contribute to charging difficulty and inadequate stimulation. However, a labeling review found that the user was instructed to make sure the charger was well ventilated and centered over the stimulator.

Event description:
It was reported that had charging issues and the ipg will not turn on which caused decrease in pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively.